Event description:
It was reported that the patient presented to the hospital due to diaphragmatic stimulation. During check, it was revealed that the left ventricular (lv) lead was pacing in all vectors causing stimulation. The lead was removed and replaced on 01/15/2018. Post procedure check revealed intermittent stimulation, which was corrected by new pacing vectors and lowering thresholds. Patient condition was normal pre and post procedure. There were no complications post procedure.